Manufacturer narrative:
(B)(4). The customer stated the product will not be returned because the devices were not sequestered. The root cause of the customer's report that propofol was entered in pounds instead of kilograms could not be determined.

Event description:
The hospital reported having incidents where the nurses are entering the weight in pounds in the pump instead of kilograms. Their emr listed the weight in pounds and in kilograms (which cannot be modified). Details on the latest event was provided: propofol was programmed using a weight of (B)(6) when it was actually (B)(6). Propofol infused at 2.2 times the intended amount. The devices were not sequestered. There was no pt harm and no medical intervention. No details on the previous events are known. The customer stated no further patient/event info is available.